Event description:
It was reported that during a kidney biopsy, the device failed to obtain a tissue sample and it was observed that the sample chamber was exposed. Another needle was used to finish this procedure. No pt injury.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 877a, expiration date 11/30/2010). (B) (4)

Event description:
Caller states patient tested 1.0 inr on coaguchek system 1, 2.3 inr on coaguchek system 2, and 2.4 inr on coaguchek system 3. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.